Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, initial reporter, PMA/510(k) number, manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to liner wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2004. Subsequently, patient was revised on (B)(6), 2014 due to pain and poly wear. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow up medwatch is being submitted to report that it is a duplicate of medwatch 1825034-2014-07726.